Event description:
Site reported a pneumothorax post superdimension procedure. The pt's pneumothorax was noticed during the procedure. Pt received chest tube and was hospitalized. No other pt complications were reported. Pt was discharged on (B)(6) 2014. The physician reported that the pt was doing fine.

Manufacturer narrative:
The product is not available for evaluation and will not be returned. Pheumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.